Manufacturer narrative:
Visual inspection of the returned concorde bullet lordotic cage noted that the cage had been fractured into two pieces. A review of the device history record (DHR) could not be conducted as the lot number on the device is illegible. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the concorde bullet lordotic cage becoming cracked cannot be determined. No additional information was provided. No corrective action/preventive action (CAPA) is required at this point. In the absence of a lot number or an observed trend, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the surgeon had used concorde bullet cage for lumbar spine during transforaminal lumbar interbody fusion (tlif ) surgery. Revision surgery found the cage to be broken in situ. The cage was explanted.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.